Event description:
Additional information was received regarding this event. During the lead revision, the connector pin of the implanted right ventricular (rv) lead was cleaned and all electrical parameters were stable and in range. The rv lead was not explanted and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and a high ventricular rate. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that there were additional episodes of noise that resulted in a loss of right ventricular (rv) pacing and syncope. A rv lead replacement procedure is anticipated. Further information was requested but not yet received.